Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('incredible pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crying ("can't stop crying"), helplessness ("feel helpless"), autoimmune disorder ("autoimmune disease"), nervous system disorder ("neurological disorder") and allergy to metals ("essure birth control causing nickel allergy complication and other horrible side effect"). The patient was treated with surgery (essure removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, crying, helplessness, autoimmune disorder, nervous system disorder and allergy to metals outcome was unknown. The reporter provided no causality assessment for helplessness with essure. The reporter considered allergy to metals, autoimmune disorder, crying, nervous system disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes were fully occluded. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received. Events ; autoimmune disease, neurological disorder, essure birth control causing nickel allergy complication and other horrible side effect were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('incredible pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crying ("can't stop crying"), helplessness ("feel helpless"), autoimmune disorder ("autoimmune disease"), nervous system disorder ("neurological disorder") and allergy to metals ("essure birth control causing nickel allergy complication and other horrible side effect"). The patient was treated with surgery (essure removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, crying, helplessness, autoimmune disorder, nervous system disorder and allergy to metals outcome was unknown. The reporter provided no causality assessment for helplessness with essure. The reporter considered allergy to metals, autoimmune disorder, crying, nervous system disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes were fully occluded. Most recent follow-up information incorporated above includes: on 5-dec-2019: this case is marked for deletion since this case was found to be duplicate of case (B)(4) (same patient). Legacy device report num-2951250-2015-00775. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('incredible pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crying ("can't stop crying") and helplessness ("feel helpless"). The patient was treated with surgery (essure removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, crying and helplessness outcome was unknown. The reporter provided no causality assessment for helplessness with essure. The reporter considered crying and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. Case made incident since essure removal was reported. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.